Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 453 mg/dl. The customer was admitted to the emergency room for diabetic ketoacidosis. The customer was treated with IV fluid and blood work. The customer stated that there was an occlusion and the alarm did not go off. The customer stated that she changed her infusion set the night before being hospitalized. The customer stated that she had high blood sugars before going to bed and still woke up high. The customer stated that she vomited and remained nauseous. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.